Manufacturer narrative:
The field service engineer determined an ise electrode connection was loose. The electrodes were properly connected. The electrodes were primed and conditioned. Ise checks were performed and all passed. The customer ran calibration and controls; all results passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having issues with their ise tests on the cobas 6000 c (501) module. The reporter initially received ise noise alarms. The electrode compartment was then cleaned and they noticed moisture in the electrode area. The reporter verified that o-rings were in place and that the electrodes were locked in place. The reporter performed ise checks, changed the reference electrode and reference material, then performed a reagent prime. The reporter stated that they continued to receive calibration alarms. The reporter also mentioned they received questionable ise results for an unspecified number of patient samples. The samples were repeated and the results were different. The reporter provided an example of one patient sample with a discrepant result for ise indirect k for gen.2. The sample initially resulted with a k value of 2.5 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 5.5 mmol/l. The repeat result was believed to be correct. The k electrode lot number and expiration date were requested, but not provided.